Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the "segments were missing" from the one touch ultrasmart meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt tests his blood glucose 3 times a day, and he manages his diabetes via humalog insulin 5 to 25 units based on a sliding scale, 3 times a day. The pt stated that the alleged issue began on five days earlier at around 10 am, when he reportedly dropped the subject meter on the floor. During that time, he reportedly noticed that some segments were missing from the meter's display. The pt reportedly increased his diabetic medications following the issue. The pt stated that he took additional 10 units of humalog because he "misinterpreted the reading as 188 mg/dl", when "actually he think it would be 100 mg/dl." After the reported issue, at an unspecified time, the pt reportedly felt "strange" and experienced symptoms of "sweaty and flush." The pt stated that he tested "68 mg/dl" on his back up onetouch ultra meter at work. The pt reportedly did not receive/require any medical treatment for the diabetes. During the troubleshooting, the cca noted that this was not a new product and the interface cable was not attached. The patient's meter was replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. In addition, after the reported issue, the pt reportedly experienced symptoms of "sweaty and flush" and reportedly tested "68 mg/dl" on his back up onetouch ultra meter, which could be suggestive that the pt might have experienced hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.